Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("know the pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporter information was added. New event "pain" was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2 months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "expecting e baby girl/ she dilated 7". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("shooting pain down my leg"), gastrointestinal motility disorder ("bowel movement was a little difficult") and polycystic ovaries ("polycystic ovarian syndrome (pos)") and was found to have a pregnancy with contraceptive device ("expecting e baby girl/ she dilated 7"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, pain in extremity, gastrointestinal motility disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered gastrointestinal motility disorder, medical device removal, pain in extremity, polycystic ovaries and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Patient call her mom freaking out and she swore she had a child inside her. She would feel fluttering and her doctor told me that it might be polycystic ovarian syndrome and she took for an ultrasound and biopsy next week. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not given. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, leg pain, intestinal movement disorder, pregnancy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event expecting a baby girl/ she dilated 7 added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "expecting e baby girl/ she dialted 7". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("shooting pain down my leg"), gastrointestinal motility disorder ("bowel movement was a little difficult"), polycystic ovaries ("polycystic ovarian syndrome (pos)") and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("expecting e baby girl/ she dialted 7"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, pain in extremity, gastrointestinal motility disorder, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered gastrointestinal motility disorder, medical device removal, pain in extremity, pelvic pain, polycystic ovaries and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Patient call her mom freaking out and she swore she had a child inside her. She would feel fluttering and her doctor told me that it might be polycystic ovarian syndrome and she took for an ultrasound and biopsy next week. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not given. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, leg pain, intestinal movement disorder, pregnancy with essure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event were added: pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2 months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("shooting pain down my leg") and gastrointestinal motility disorder ("bowel movement was a little difficult"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, pain in extremity and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder, medical device removal and pain in extremity to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, leg pain, intestinal movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event leg pain added. On 20-mar-2020: social media content received: reporter added. Event bowel movement disorder added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2 months after my surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Concerning the injuries reported in this case, the following one was added from social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2 months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "expecting e baby girl/ she dilated 7". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pain in extremity ("shooting pain down my leg"), gastrointestinal motility disorder ("bowel movement was a little difficult") and polycystic ovaries ("polycystic ovarian syndrome (pos)") and was found to have a pregnancy with contraceptive device ("expecting e baby girl/ she dilated 7"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, pain in extremity, gastrointestinal motility disorder and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered gastrointestinal motility disorder, medical device removal, pain in extremity, polycystic ovaries and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Patient call her mom freaking out and she swore she had a child inside her. She would feel fluttering and her doctor told me that it might be polycystic ovarian syndrome and she took for an ultrasound and biopsy next week. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not given. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, leg pain, intestinal movement disorder, pregnancy with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2months after my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in extremity ("shooting pain down my leg"), gastrointestinal motility disorder ("bowel movement was a little difficult") and polycystic ovaries ("polycystic ovarian syndrome (pos)"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, pain in extremity and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder, medical device removal, pain in extremity and polycystic ovaries to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down'. Patient call her mom freaking out and she swore she had a child inside her. She would feel fluttering and her doctor told me that it might be polycystic ovarian syndrome and she took for an ultrasound and biopsy next week. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: result not given. Concerning the injuries reported in this case, the following one was added from social media: medical device removal, leg pain, intestinal movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - polycystic ovarian syndrome (pos) and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical leave for 2 months after my surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient reported that: "u can see my right one sticking out. I had 2 surgery a week apart they had to cut me real bad belly button down.' Concerning the injuries reported in this case, the following one was added from social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.